Event description:
It was reported the system is not booting up. No patient injury was reported.

Manufacturer narrative:
A ge service representative evaluated the system and reloaded software and configuration files. System operates as intended. This MDR is related to ge healthcare complaint number.